Event description:
It was reported per field service report: symptom - "system running in battery all the time, no battery changing." Findings/action taken: checked fuses (ac) and cord. Replaced power supply and checked system.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.